Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter. The part on the distal end of shaft was broken up. Broken piece fell into cavity and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.